Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited unacceptable thresholds during the implant procedure. The lead was not used and replaced.